Event description:
It was reported that the patient had an inappropriate shock two days post implant due to t-wave oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shock was set to the alternate sensing vector. Technical services discussed the electrograms with the caller. There were no additional adverse patient effects. The system remains implanted.